Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/16/2015 with the following findings: there were pump reboots, excessive battery usage and voltage drops observed in the black box. The pump powered on with the returned battery cap; the cap was able to fully tighten and the battery compartment was intact. There was evidence of moisture contamination inside the battery compartment. Current electrical draws measured within specifications. There was no evidence of excessive pump temperature duplicated during investigation. The leak test passed and there was no additional moisture or loose components inside the pump when the case was removed.